Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited microdislodgement soon after implant. The right ventricular (rv) lead also exhibited low r waves, high outputs and variable thresholds. This resulted in a drop in implantable pulse generator (ipg) battery longevity. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.